Event description:
Reporter indicated a vns patient had high lead impedance readings with diagnostics testing. There has been no known trauma or device manipulation, but the patient does fall. The vns was disable. Vns revision surgery is planned, but a surgery date has not been set.

Manufacturer narrative:
(B) (4) - evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, 6c37, list architect anti-hcv, that has a similar us product distributed in the us, 1l79, list architect anti-hcv. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B) (4) - evaluation: device not returned. Retained kit testing met all specifications. No returns were received for this evaluation. The analytical and clinical sensitivity of architect anti-hcv, (B) (4)), lot number 73140hn00 was evaluated by testing sensitivity panel a (hcv core only), sensitivity panel b (hcv ns3 only) and two commercially available seroconversion panels. The results for sensitivity panel a and sensitivity panel b were in acceptable performance range. For the two commercially available seroconversion panels ((B) (4) and (B) (4)) the same bleeds were found reactive compared to historical data. Therefore, there is no indication that the analytical or clinical sensitivity of lot 73140hn00 is compromised. Furthermore the complaint and manufacturing records for lot number 73140hn00 were reviewed and no problems relating to the customer observation were identified. Based on these results, it is determined that architect anti-hcv reagent, list number 6c37-30, lot number 73140hn00 is performing acceptably. Regarding the results the customer provided, a clear disposition of this patient cannot be made at this point in time. Architect anti- hcv and hcv-rna are non-reactive, suggesting the patient is not infected with hcv, whereas a reactive axsym hcv and a hcv grouping: group 2 result was obtained. Taken together, abbott's recommendation is to closely monitor this patient and interpret analytical results in conjunction with clinical signs and patient history.

Event description:
The account generated a false negative architect anti-hcv result on a specimen that tested hcv grouping: group 2 positive at a reference laboratory. On (B) (6) 2009, the patient specimen tested architect anti-hcv negative (0.5 s/co) and hcv-rna negative but aim check hcv grouping : group 2 positive. The stored specimen was retested on (B) (6) 2009 with architect anti-hcv negative (0.8 s/co) and axsym hcv reactive (1.2 s/co) results. The patient hcv antibody was considered to be indeterminate. No patient history or treatment information was provided. No impact to patient management was reported.